Event description:
The physician reports that the crystalens had a black spot on it. The customer was not sure whether the spot was present prior to handling. No pt contact reported.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.